Manufacturer narrative:
This is the first of two reports for the same patient involving two lot numbers of the same product. Refer to (B)(4) with unknown lot number. The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was initially reported by the consumer on (B)(6) 2017 via telephone that in the past, she experienced torn contact lens while in eye and also found a white particle in solution when she opened the blister . On (B)(6) 2017, another incident of white particle was found in the blister and she experienced pain after several hours of contact lens used. On (B)(6) 2017, the consumer visited the doctor and was diagnosed with corneal ulcer on the left eye (os) without scarring. The consumer was prescribed with antibacterial eye drops namely cefmenoxime hydrochloride, tosufloxacin and ofloxacin eye drops with unspecified duration of treatment regimen. On (B)(6) 2017, the consumer revisited the doctor and was prescribed with tobramycin eye drops and the duration of treatment regimen was also not specified. It was also reported that the consumer was instructed not to wear contact lenses for several days. At the time of report, the consumer's symptoms were continuing. Additional information was obtained on 12/12/2017 via telephone. The consumer revisited the doctor on (B)(6) 2017, she was advised to continue cefmenoxime hydrochloride eye drops to be applied four times a day and contact lens wear remains to be suspended. The consumer stated that a follow up check-up is scheduled on (B)(6) 2017. At the time of report, the consumer's eye status was reported to be improving. Additional information was received on 12/18/2017 via telephone. The consumer revisited her eye care professional on (B)(6) 2017. She was instructed to continue the prescribed eye drops and contact lens wear will resume on (B)(6) 2017. At the time of report, the consumer's eye symptoms have resolved.

Manufacturer narrative:
This is the first of two reports for the same patient involving two lot numbers of the same product. Refer to 2017-102955-01 with unknown lot number. The lot number was not provided and the complaint sample was not made available for evaluation. No complaint or manufacturing trend was identified. The root cause could not be determined. Correction: usage of device: initial use of device was chosen on the MDR which was submitted on 01/08/2018; this smdr ( follow-up 1) is being submitted to indicate that the usage of device should have been unknown. (B)(4).